Manufacturer narrative:
Hamilton medical ag case number is cer (B)(6). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton medical ag as a leak alarm kept occurring when using this intellicuff. · this occurrence was noticed during ventilation. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.